Event description:
Clinical report states that the patient had a liner exchange with complete hip joint synovectomy for recurrent synovitis associated with a fluid-filled synovial cyst. At revision, the metal locking ring was found to be disengaged from a constrained liner that had been cemented into a deep profile s-rom cup 9.0 years prior to the current revision. The patient's initial surgery at the anderson clinic was the conversion of a bipolar done at an outside institution to a tha 25.7 years prior to this event. The conversion tha used a deep profile s-rom cup and retained the monobloc aml stem used for the bipolar. The patient subsequently underwent a liner exchange for wear and osteolysis 14.9 years after their conversion to a tha. After sustaining multiple dislocations, the patient had an additional polyethylene exchange using a constrained liner 148 days after their initial liner exchange for wear. This constrained liner subsequently dislocated from the shell and was revised after 1.4 years to another constrained liner that was cemented into the retained deep profile s-rom cup as previously noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Per the initial reporting by the depuy clinical team, no additional information is available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.